Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, lead; 419478, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short v-v intervals. Very small r-waves on the high rate non-sustained episodes were also observed. The lead remains in use. No patient complications have been reported as a result of this event.